Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and palpitations. It was further reported that the right atrial (ra) lead exhibited over-sensing of far field r-waves (ffrw). The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.